Event description:
Several medical side effects; I got breast implants (B)(6) 2000 saline filled under the muscle. I noticed in 2019 I started having flu like symptoms more then often, fevers at 105 that would last 3 to 4 hours. Fatigue, can't get out of bed I've been feeling down more the often. I have missed so much work from these side effects. I have read so many stories of "bis" breast implant syndrome. I need to talk to someone and don't know who to contact. FDA safety report ID# (B)(4).